Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument passed the bumper test. The bipolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device in several positions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test.

Event description:
It was reported that during the central processing, the plastic joint at the functional part at the front of the fenestrated bipolar forceps instrument was found to be defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information could be provided.